Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that a patient was left aphakic due to the haptic breaking off during intraocular lens (iol) implant surgery. The haptic broke off two lenses: the first and the back-up iol. When the first iol was being implanted, as it unfolded in the eye, one of the haptics became loose. The lens was then removed, along with the loose haptic. When the back-up lens was being implanted, the same issue occurred, and both parts were also removed during the same surgical procedure. Both lenses had been inserted into the cartridge without any complications and had advanced well through it. The patient's eye was not injured as a result. A secondary procedure to implant a new iol is planned but not yet scheduled. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second reported iol serial number.